Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed to charge and boot. Functional testing could not be performed. Share log data could not be downloaded or retrieved. The device was opened for an internal visual inspection and a damaged battery ic was observed. The device battery was replaced with a known working battery and the share log data was successfully downloaded. A review of the data log found firmware errors. The reported event that the receiver ceased to function was confirmed. A root cause could was determined to be a damaged battery.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.